Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to their healthcare provider due to high blood glucose on (B)(6) 2017 at afternoon with blood glucose of 500 mg/dl. Customer blood glucose reading started on (B)(6) 2017. Customer vomiting lead admission to a hospital. Customer was treated with insulin drip in the hospital than customer was dispatch next day but went back to hospital on (B)(6) 2016. The hospital name was (B)(6). (B)(6) reported the incident. Customer cannot recall the phone number of the hospital. Customer had diabetic ketoacidosis. Customer was wearing the insulin pump during hospital stay. Customer had 730 mg/dl blood glucose reading on their first hospital visit. Customer had 500 mg/dl blood glucose reading on their second and third hospital visit. Insulin pump will not be returning for analysis.